Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant procedure that the guide catheter separated during slitting. Surgical tools were used to create a new starting point for slitting the guide catheter and the remainder of the catheter sheath was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial catheter was returned, analyzed and the mechanical operation of the catheter shaft was separated from the hub. It was noted that the mechanical operation of the catheter slitting showed a spiral slit and the catheter was damaged. The analyst commented that the catheter was damaged during use and blood was visible in the handle.